Event description:
It was reported that the customer had high blood glucose levels of 350 mg/dl. The customer indicated having symptoms consistent with high blood glucose levels such as vomiting and ketones. The mother of the customer reported that the insulin pump did not alarm no delivery. Troubleshooting was done. The mother of the customer reported that the cannula of the infusion set was bent. The mother of the customer was unable to perform the high pressure test because she did not have the tubing clamp. It was reported that the customer would be shipped a tubing clamp for the insulin pump in order to complete the high pressure test. The customer was advised to treat per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.